Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and scratches on reservoir tube window. The check settings alarm, failed battery test alarms, and weak battery alarms were noted. The insulin pump was monitored for 2 days, and the issue reported was confirmed; with a new battery, the battery indicator is missing one tick or bar. The insulin pump alarmed failed battery test every time during testing. The insulin pump would not go into the status screen.

Event description:
It was reported that the insulin pump alarmed weak battery. The customer's family or friend stated that the battery indicator on the insulin pump did not show full with a battery change. The blood glucose reading was 230 mg/dl. The caller stated that the bad battery alarm occurred because he had not cleared the previous weak battery alarm. The caller declined troubleshooting for the insulin pump because the customer did not feel safe using the insulin pump. Advised replacement of the insulin pump. Nothing further reported.